Event description:
It was reported that there was a perforation resulting in a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 35mm wds. The closure device was deployed, but was too proximal so the physician fully recaptured and removed it from the patient. A new 31mm wds was then inserted and deployed in the patient. This device was also too proximal so the physician fully recaptured and removed it from the patient. The physician then tried using a new 27mm wds, but the same issue remained. The 27mm wds was removed, and the was was removed from the patient. A new single curve was was then inserted and positioned in the patient. The 27mm wds was then inserted and deployed in the patient. At this time, it was noted that there was a perforation that resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 200cc of fluid from the patient resulting in the patient becoming stable.